Manufacturer narrative:
The insulin pump unable to prime during the prime test due to loose drive support disk. No alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 115mg/dl. No further information was provided.